Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
During a partial knee, the tibial impactor's blue piece broke in half. Pka case.